Manufacturer narrative:
Date received by the manufacturer: 23-march-2016. Additional information was received that there was no issue with the device. The patient and the physician wanted to have the system upgraded for more pain relief. No device malfunction was suspected.

Event description:
A report was received that the patient was having issues with the device. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having issues with the device. The patient will undergo a revision procedure wherein the ipg will be replaced.